Event description:
Related manufacturer reference number 1627487-2022-01190, 1627487-2022-01188. It was reported that the patient experience pain at ipg site and the patient experienced ineffective therapy with their drg system. As a result, the patient underwent surgical intervention wherein the cervical lead and ipg was explanted and replaced. Therapy was restored post procedure. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The reported ineffective stimulation was not confirmed. As received, an obstruction was observed in the rear of ports 1 and 2. The setscrews for ports 1 and 2 were fully engaged. This is consistent with the event details that the leads were broken during explant resulting in part of the lead being left inside of the header. As received, the ipg was functional and communicated with lab utilities. The uep tool showed the device was running the therapy application and was still in surgery mode. Due to the state of the device, it could not be functionally tested on automated test equipment. The issue of pain at the ipg site cannot be confirmed with product analysis. The root cause of the ineffective stimulation could not be determined.

Event description:
Additional information received identified that the leads had migrated, and surgical intervention was undertaken wherein the leads and ipg were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Corrected data. B5 - describe event or problem- b5 in the initial report should have been, it was reported that patient experienced ineffective therapy and pain at the ipg site. Surgical intervention may take place to address the issue.